Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Two endurant ii aortic cuffs were implanted in patient for endovascular treatment of a ruptured abdominal aortic aneurysm caused by a proximal type I endoleak from another manufacturer's stent graft. It was reported that during the procedure, the physician implanted the aortic cuffs to reline another manufacturer's stent graft from the renal arteries to the bifurcation. The endoleak persisted but was only visible in the anterior posterior view. The physician attempted to implant a thoracic stent graft from another manufacturer but was unsuccessful. The physician then implanted an endurant aui stent graft to reline another manufacturer's stent graft from the renal arteries to the hypogastric artery. The proximal type I endoleak was resolved. It was noted that the physician perforated the right iliac artery. The patient's blood pressure was never regained and the patient expired. It was further reported that the physician did not consider the death to be caused or related to the cuff or the aui; and the physician believed that another manufacture's sheath used for another manufacture's device is what caused the perforation. Per the physician, the cause of the event was due to patient anatomy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.